Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a power error detected alarm. The customer's blood glucose was unknown at the time of incident. The pump error was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit power up properly after battery installation. Unit was received with operating currents within specifications. Unit passed self-test and displacement test. Unit was monitored for 2 days. The battery was removed from the insulin pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error alarms were noted. Insulin pump trace download analysis confirmed the insulin pump alarmed power error, power loss alarm and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error, power loss alarm and replace battery now alarm due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with cracked case on the back at the battery tube area. Unit was received with faded serial number label. Unit was received with minor scratched display window, case and keypad overlay.